Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a loss of therapeutic effect after pushing and pulling heavy equipment about "a week ago." The pt speculated that the device had moved towards the rectum. The pt felt a hard, round, object near the rectum. The pt also experienced increased bladder pain and spasms. The pt planned to see a physician on (B)(6)2010. Add'l info has been requested.